Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and deformation due to compressive stress is not an issue that is likely to cause or contribute to a serious patient injury should the event recur and the event determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. B5, g3, h6 (device) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent port placement procedure using MRI power port. It was reported that upon opening a port kit, they observed that the peel-apart sheath was dented/bent, while all other components in the kit appeared intact. No additional issues were noted at the time of inspection. There was no patient contact.

Event description:
A patient underwent port placement procedure using MRI power port. It was reported that upon opening a port kit, they observed that the peel-apart sheath was damaged, while all other components in the kit appeared intact. No additional issues were noted at the time of inspection. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.